Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that the display of their device remained black when they turned the device on. They had to power off and power on the device several times before it would power on properly. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control tested the device extensively but could not observe any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.